Event description:
It was reported that the rn was calling to ask how to slave and due to an ap (arterial pressure) waveform that looked "weird." The clinical support specialist (css) relayed to the rn why we prefer to not slave at all and the rn verbalized understanding. The css confirmed with the rn that the pump was pumping appropriately and supporting the pt (pt.). The rn confirmed that the pump was in autopilot, pattern trigger and pumping fine, but the ap waveform would look normal for a few beats and then have erroneous artifact for a few beats and return to normal. The timing/pumping was not affected. (According to the rn, the pump never changed its "rhythm" during the erratic ap waveform). The pt. Is sedated and not moving with no kinking noted. This is a fluid filled iab. The css had the rn flush the central lumen with no change. The css then had the rn disconnect the ap transducer cable from the pump and reconnect securely in case it had been a poor connection; no change noted. The css also had the rn check the connection of the cable at the transducer itself and per the rn, it was a secure connection. The pt. Is in sinus tachycardia with minimal to no ectopy, hr (heart rate) approx 119. The css then asked the rn if the pt. Could tolerate having intra-aortic balloon pump (iabp) therapy paused for several seconds and the rn confirmed that the pt. Could. The css then had the rn stop the pump and power down the pump, then power the pump back on and begin pumping. The rn verbalized that the ap waveform looked normal and the erratic waveform changes were no longer occurring. The css gave the rn her direct cell number should the issue begin again and we could then switch out the pump. The css rec'd no further calls. On (B)(6) 2012 at 1430 the css called the unit back and spoke with the clinical educator (ce). The ce confirmed that the pt. Remained on the same iabp and did not experienced any further issues through the night or during day shift. The ce has no further questions at this time.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.